Event description:
It was reported that there was error code 1720. The error appeared during commissioning. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue of " error code 1720" was confirmed. The cause was capacitor back up. Replaced capacitor back up, and the device passed all testing criteria after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.